Manufacturer narrative:
Additional information was obtained from the patient on (B)(6) 2016. During the follow up call, the patient stated "that at the time, she had not been feeling very well but she quickly emphasized that she was not blaming the meter (i.e. Malfunction). She also mentioned feeling a bit stressed around this time period, due to unrelated issues." The patient reported that on (B)(6) 2016, in the afternoon she drank some juice and ate toast and felt better within the next 24 hours.

Manufacturer narrative:
Follow-up #2. This supplemental is being sent to include information omitted from follow-up #1. The following information was available at the time of submission and should have been included in the narrative of follow-up #1: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. The test strips also passed testing and the reported issue could not be confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. The evaluation codes and 'device returned to mfg date' have been updated appropriately. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that her one touch ultra mini meter had displayed an error 5 message. The complaint was classified based on the customer care advocate (cca) limited documentation. Cca made two attempts to contact patient but was unsuccessful. A no response letter was mailed. The patient stated that the alleged product issue began ¿3 days ago at 2:30pm¿. The patient manages her diabetes with insulin (self-adjuster) and reported that she made no changes to her usual diabetes management routine as a result of the alleged issue. The patient reported that she developed the symptoms of ¿incoherent, unresponsive¿ 2 days after the alleged product issue began. The patient denied that she received any treatment and no medical intervention was reported. At the time of troubleshooting the cca noted that this was not the first time the meter was being used, the correct testing steps were carried out and the test strips were stored correctly and not expired. The test strip completely drew in the sample and after walking the patient through a retest the issue remained unresolved. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.